Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated calcium results generated on all three architect c8000 processing modules when changing to a new lot. The following data was provided (customer normal range 2.1 to 2.6 mmol/l): sid (B)(6), architect results >6.00 / 3.48 / 5.49 mmol/l, repeated on the roche platform 2.48 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Review of complaint and trending data identified an increase in complaint activity related to the complaint issue. However no adverse trends were identified. Review of the complaint text indicated a smartwash was added to the configuration of the system configuration for the calcium assay which resolved the issue. A review of labeling addresses the customer issues. Additionally, product information provided to the customer indicated that reagent lots containing the new arsenazo dye lot may show an upward shift in qc and patient results. However, the internal studies indicate that the lots meet reagent release specifications. Based on this investigation, no deficiency of the calcium reagent was identified.